Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to disregard the use of their cycler until the next day and follow up with the on-call pd registered nurse (pdrn) regarding alternative treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during drain 4 of 5 of treatment. The patient contact stated that per the clinic¿s procedure the patient was prescribed two prophylactic antibiotics (type/dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the pump module area, but not discovered on the external of the cassette. The cause of the leak is unknown. The patient contact was advised to disregard the use of their cycler until the next day and follow up with the on-call pd registered nurse (pdrn) regarding alternative treatment. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event occurred during drain 4 of 5 of treatment. The patient contact stated that per the clinic¿s procedure the patient was prescribed two prophylactic antibiotics (type/dose unknown, intraperitoneal, one day). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.